Event description:
It was reported tht the pt experienced a problem with coupling and/or communication issues. The pt last felt stimulation and last recharged 3 weeks ago. This ins may have flipped and appeared the device had moved. It was also reported that the pt could not adjust stimulation.

Manufacturer narrative:
(B)(4).